Manufacturer narrative:
Additional information to blocks a1: patient's initials, b5, d4: lot number, and e1: physician's name and healthcare facility. Block a1: meshc-20211103-573d1a4c. Block b3 date of event: date of event was approximated to november 08, 2017, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Block h6: patient codes e2330 and e1405 capture the reportable events of pain (back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain) and dyspareunia (painful intercourse, inability to have intercourse). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a laparoscopic tubal ligation, advantage fit sling, anterior and posterior vaginal repair, perineoplasty and cystoscopy procedure performed on (B)(6) 2017, for the treatment of cystocele, rectocele and stress urinary incontinence. The patient experienced complications and nonsurgical treatment. As reported by the patient's attorney, the patient experienced back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain, painful intercourse, inability to have intercourse, offensive vaginal discharge, difficulties with bowel movements and incontinence.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit implant was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres.